Manufacturer narrative:
(B)(4).

Event description:
The customer reports: missing stickers/ labels.

Event description:
The customer reports: missing stickers/ labels.

Manufacturer narrative:
Qn# (B)(4). Upon initial triage of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 06/25/2019, was sent in error.